Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added catalog and serial number. H6: updated health effect - impact code, component code, type of investigation, investigation findings, and conclusion remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant #1 preoperative complaints: (B)(6) 1997: (B)(6) md. Indications: ¿this is a 38-year-old white female who approximately a year and a half to two years ago underwent an emergency appendectomy for acute ruptured appendicitis. Postoperatively she suffered a wound infection and eventually went on to form an incisional hernia. This was repaired about a year ago and after repair, the patient states that the bulge immediately developed again in the wound area. CT scanning was performed last year and revealed a recurrent large ventral incisional hernia in the incisional area. This had begun to enlarge, had become quite uncomfortable, particularly with stress and straining maneuvers in her work where she is a nurse, and because of increasing size and symptoms, she was now brought for surgical repair with gore-tex patch insertion.¿ implant #1 procedure: repair of large ventral incisional hernia with gore-tex patch insertion, 10 x 15 cm, 2 mm thick and lysis of adhesions. Implant: gore-tex® soft-tissue patch [1310015020/10180-052, 10 x 15 cm x 2 mm] implant #1 date: (B)(6) 1997 (hospitalization [ni]) (B)(6) 1997: (B)(6) md. Operative report. Assistant: (B)(6) mbbs. Preoperative diagnosis: large ventral incisional hernia with abdominal adhesions and moderate obesity. Anesthesia: general with intubation. Estimated blood loss: less than 100 cc. Drains: subcutaneous #10 flat jackson-pratt. Transfusions: none. Prophylactic antibiotics: 900 mg of cleocin and 100 mg of gentamicin. Findings: a large ventral incisional hernia was found. This was in the right lower quadrant through her appendectomy scar. The hernia defect was quite large, measured about 8 x 10 cm in size. The anterior layers, the external oblique and internal oblique were intact; however, the transversalis fascia and posterior layers of the abdominal wall is where the hernia was located. There were multiple adhesions of the internal fat and some bowel loops in the hernia area. There was a band adhesion in particular; these were all lysed so that repair could be done. A gore-tex patch insertion was able to be done to the abdominal wall, the main fascial layer. Then, this was able to be closed over that and the other anterior two layers were closed over that as well to give almost a tripled layered repair with gore-tex patch insertion on the bottom. Patch size was 10 x 15 cm, 2 mm thick. No other abnormalities were seen in the area. The bowel had a healthy appearance otherwise. ¿ description of procedure: ¿the patient was placed in the supine position, general anesthesia was induced and the patient was intubated. The abdomen was prepped with betadine solution times three and draped, and then a vi-drape placed over that. An incision was made through the old incision and carried down through subcutaneous tissues. Bleeding points were controlled with cautery. We carried this down and identified the external oblique layer. When this was opened, old sutures were removed in this area. Another layer was identified, probably the internal oblique and this was incised as well and opened and underneath that was the bulging hernia. The sac was freed and dissected from the surrounding layers with blunt and sharp dissection. Bleeding points were controlled with cautery. The sac was then opened at its apex. Bowel loops were seen underneath. These were reduced into an intra-abdominal location, and the sac and its edges were traced to the edge of the fascial defect identifying the fascial defect circumferentially. Excess sac was then removed, controlling bleeding points with cautery. The fascial strength layer of the abdominal wall was clearly identified circumferentially, measured, and was wide enough that gore-tex patch insertion had to be done. Gore-tex patch was shaped into an oval, 10 x 15 cm in size, 2 mm thick, and was then sewn into the hernia defect area. This was done using horizontal mattress stitches to sew into the patch and to bring the edge of the patch up underneath the fascial defect. Interrupted #0 prolene horizontal mattress stitches were used. These were placed and held until the patch was inserted underneath the fascial defect and then they were tied. As they were tied, we made sure that no bowel loops were caught in the area. Prior to patch insertion, adhesions were lysed. These were taken down sharply. One band adhesion was hemoclipped proximally and distally and divided. Once the patch was secured, there was excess tissue and fascia above the patch level, and this was closed over the patch with interrupted #1 prolene sutures in a figure-of-eight suture giving a double layered repair in this area. Hemostasis was secured at this point, and a needle, sponge and instrument count was done, which was correct. The top anterior layers were then closed with #0 prolene interrupted suture technique with figure-of-eight suture style, and each layer prior to closure was irrigated thoroughly with antibiotic containing solution. The subcutaneous tissues were irrigated, a #10 flat jackson-pratt drain was placed and brought out through separate stab wound and then the subcutaneous tissues were closed with #2-0 dexon. We irrigated one more time, and then the skin wound was closed with proximate stapling device. Bandage was applied, and the drain tube was secured with a #4-0 nylon stitch. This completed the repair. The patient was subsequently aroused from anesthesia and sent to the recovery room in a stable condition with a good prognosis.¿ (B)(6) 1997: (B)(6). Implant sticker. Gore-tex® soft-tissue patch. Item #: 1310015020. Lot #: 10180-052. [Handwritten: 10 cm x 15 cm]. Implant #2 preoperative complaints: (B)(6) 2005: (B)(6) md. Indications of procedure: ¿this is a 47-year-old white female, morbidly obese, who had multiple abdominal surgeries in the right lower quadrant subsequent from an appendectomy and later hernia formation. Her last repair had been done many years ago, where laterally in her lateral oblique wound in the right lower quadrant a large section of gore-tex patch had been placed. The patient had done well until recently this past year. She had developed a recurrent protrusion in the lower right lower quadrant extending to the midline. CT scan was done, which revealed an incarcerated ventral incisional hernia just to the medial aspect of the oblique wound and extending to the midline. This had become symptomatic with enlargement. It was incarcerated. It could not be reduced, and it was recommended to undergo surgical repair. Because of the undue amount of tension on the abdominal wall and deformity from her morbid obesity, it was felt that her best chance of surgical repair was reconstruction of the abdominal wall with insertion of mesh and muscle flap reconstruction. To reduce the tension on the abdominal wall, she was also scheduled for panniculectomy. This case was then jointly scheduled with dr. (B)(6) for repair of the ventral incisional hernia, mesh insertion, and abdominal wall reconstruction with muscle flaps and panniculectomy.¿ implant #2 procedure: repair of ventral incisional hernia. Insertion of dual gore-tex mesh plus, 15 x 19 cm. Lysis of adhesions. Secondary procedures: assistance on abdominal reconstruction with muscle flaps. Insertion of alloderm. Panniculectomy. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/03367489, 15 x 19 cm] implant #2 date: (B)(6) 2005 ((B)(6)2005) (B)(6) 2005: (B)(6) md. Operative report. Preoperative diagnoses: recurrent ventral incisional hernia. Morbid obesity. Abdominal wall deformity. Postoperative diagnoses: recurrent ventral incisional hernia. Morbid obesity. Abdominal wall deformity. Assistant: (B)(6) md. Anesthesia: general with intubation. Estimated blood loss: less than 100 ml. Drains: two subcutaneous blake drains in the subcutaneous spaces. Antibiotics: cleocin and vancomycin. Secondary procedures: assistance on abdominal reconstruction with muscle flaps. Insertion of alloderm. Panniculectomy. Findings: the patient was found to have a ventral incisional hernia with a defect size that was about 5 cm x 6 cm in size. This was incarcerated with omentum. Lysis of adhesions was performed in order to reduce the omentum into the abdominal cavity. The small bowel had a normal appearance, as did the large bowel. There were no palpable masses found in that area or in the pelvis. The uterus was found to be somewhat slightly enlarged, top-normal in size, but no masses palpated on it and no masses palpated in the ovarian structures. Upper abdominal contents could not be fully analyzed because of the position of the incision being low. The fascia was found to be attenuated in the midline and extending to the right side. Her gore-tex patch was in place nicely laterally on the abdominal wall without any disruption. Her hernia began at the medial edge of the patch and extended toward the midline. Her muscles had separated quite a bit. Her reconstruction was done in several layers, patching the attenuated musculature on the right side as well as the hernia defect. A large 15 x 19 cm dualmesh gore-tex patch was inserted, and then this was closed, then on top of this was closed muscle flaps, which were mobilized by dr. (B)(6) and created, and then the anterior fascial sheath was closed on top of this. There was an area where there was a defect in this missing, and alloderm was used to reinforce the anterior layer, so the patient ended up with a 3-layer repair of this complicated hernia with internal gore-tex mesh, followed by the muscle flaps, and the anterior fascia closed, with a section of alloderm being placed on that. To reduce tension on the abdominal wall, panniculectomy was also performed. No other abnormalities were found. Description of procedure: ¿the patient was placed in a supine position. The site, patient, and procedure were re-verified by surgical team. General anesthesia was induced, and the patient was intubated. Pneumatic boots were applied. Orogastric tube was inserted. The abdomen was then prepped with betadine solution x3 and then draped. Dr. (B)(6) had outlined the incisional area with a marking pen. Incision was made. He working on the right side and me working on the left side began the panniculectomy with a lower incision, carrying it down to subcutaneous tissues until the fascia was reached. Flap was developed upwardly, raising the skin and subcutaneous tissues up off the fascia. As we did this, the hernia became apparent and the hernia sac was separated from the subcutaneous tissues as well. The umbilicus was sacrificed, and then the upper incision was made, completing the panniculectomy and removing this section of the abdominal wall skin and subcutaneous tissue. A midline incision was made above the hernia. It was incarcerated. We could not reduce it by palpation alone. The abdomen was incised, and the incision was carried downwards, extending into the hernia sac. The sac material was removed, controlling hemostasis with cautery, and then the hernia contents, which was omentum, had the adhesion lysed, and we were able to return the omentum in to an intraabdominal position. Exploration was then carried out intra-abdominally, and large-bowel problem or small-bowel problems found. The uterus was mildly enlarged, top-normal, and no ovarian or pelvic masses. The bladder was quite forward and out of position and away from the hernia defect area. Dr. (B)(6) mobilized muscle flaps then, particularly laterally to the left side, and separated posterior fascia, muscle flap, and then the anterior sheath. The anterior sheath did have a section that was weak and attenuated. Once all the layers had been defined, we then proceeded with the reconstruction. The measurements were done, determining that the appropriate mesh size would be 15 x 19 cm. This was to cover the defect as well as attenuated posterior sheath. This was then placed internally with the smooth side facing inwardly and the rough side facing outwardly. Horizontal mattress stitches of 0 surgipro were then used to anchor this circumferentially just prior to placement of the last few stitches. Needle, sponge, and instrument count was done and was correct. Once the stitches were all placed, the patch was firmly brought up against the abdominal wall. We make sure there were no abdominal contents stuck in between the sutures, and then the sutures were tied circumferentially, completing insertion of the mesh. We irrigated with antibiotic-containing solution. Hemostasis was checked on and secured. After this, the muscle flaps and posterior sheath layer was then closed, once again #1 surgipro, and then the anterior sheath, which had been mobilized, was closed similarly. There was a gap that was present, and this was closed with a 4 x 12 cm sheath of alloderm. The wound was then thoroughly irrigated. Correct needle, sponge, and instrument count was done, and then the wound was closed in layers, closing subdermal tissues with 2-0 polysorb and then the skin wound closed with stapling device. Drains tubes were inserted bilaterally in the subcutaneous spaces and anchored with 3-0 nylon stitches and placed to bulb suction. Final needle, sponge, and instrument count was correct. Patient tolerated the procedure.¿ (B)(6) 2005: (B)(6). Implant record. Alloderm regenerative tissue matrix. Implant sticker. Dualmesh plus antimicrobial. Lot: 03367489. Item: 1dlmcp04. (B)(6) 2005: (B)(6) md. Discharge summary. Admission date: (B)(6) 2005. Diagnoses: recurrent ventral incisional hernia, morbid obesity, non-insulin dependent diabetes mellitus, hypertension, hypercholesterolemia, history of asthma, colonic ileus. Hospital course: admitted same day of surgery. Had obtained medical clearance and undergone bowel prep as outpatient. Postoperatively, stabilized well. However, within first 24 to 48 hours had respiratory difficulties. Chest x-ray and v/q scan negative, deep venous thrombosis and pulmonary embolism workup negative. Developed colonic ileus and abdominal distention and in combination with her binder, was having breathing difficulties. Binder appropriately loosened and adjusted every shift to accommodate abdominal girth. Wound healed well and jackson-pratt drains put out about 30 ml of serosanguinous fluid per shift. Ileus felt to be due to high morphine and narcotic usage. Medical problems managed with medical consultation; diabetes managed with sliding scale. On (B)(6) 2005 had obstruction series; confirmed colonic dilation consistent with chronic ileus. Switched to toradol to decrease narcotic usage, written for suppositories and fleet enemas. Being a nurse, refused fleet enemas, also refused nasogastric tube. Gradually abdominal distention began to decrease. Flatus on (B)(6) 2005 and very large spontaneous bowel movement with marked decrease in distention. After, patient wanted to go home. Arrangements made for visiting nurses to help manage wound and jackson-pratt drainage as well as abdominal binder. Relevant medical information: (B)(6) 2012: (B)(6) md. Radiology ¿ obstruction series. Indication: abdominal pain. Findings: gaseous distention of multiple loops of bowel, probably large and small bowel. Impression: probably adynamic ileus. Obstructing lesion distal colon cannot be completely excluded. Large soft tissue density, pelvis, extending to the lower abdomen probably a large uterus. (B)(6) 2012: (B)(6) md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal pain. History of hernia repair, cholecystectomy, appendectomy. Comparison: (B)(6) 2008. Findings: diffuse hepatic steatosis. Nonspecific mild perinephric stranding noted, bilaterally. A 3.7 x 2.3 cm cyst seen arising from left upper pole. Uterus heterogeneously enlarged due to multiple fibroids. Small amount of pelvic fluid mixed with air. Loculated fluid collection with tiny air pockets around ventral surgical mesh measuring approximately 19.6 x 5.1 x 7.9 cm. Appears contiguous or communicating with adjacent abdominal wall collection that measures approximately 20.2 x 3.8 x 4.0 cm. Fluid collection measuring 9.5 x 5.3 x 5.8 cm also seen adjacent to uterus. No evidence of focal ileus or bowel obstruction. Impression: postoperative loculated fluid collections seen around and adjacent to ventral surgical mesh, near the uterus. Sampling and/or drainage needed to exclude abscesses. (B)(6) 2012: (B)(6) md. Radiology ¿ CT guidance for drainage. CT-guided drainage pelvic wall abscess. Previous hernia repair surgery; recent cat scan demonstrated presence of complex fluid surrounding surgical mesh in anterior pelvic wall. Consistent with abscess. CT guided aspiration is requested. Previous imaging studies reviewed. Two areas of surgical mesh again identified in anterior pelvic wall extending into right inguinal region. Complex fluid seen surrounding both of these areas of mesh formation with multiple gas bubbles suggesting underlying infection. The larger abscess in the midline was chosen for aspiration. An 18-gauge needle was introduced into the collection. 90 ml of purulent fluid were aspirated. Samples sent for cultures. No drainage catheter placed. Scheduled for surgical drainage later today. Impression: CT-guided aspiration of anterior pelvic wall fluid collection yields large volume of purulent fluid. (B)(6) 2012: (B)(6) md; alan evantash, md. Radiology ¿ ultrasound of abdomen. Indication: abdominal pain. Impression: marked hepatic steatosis. (B)(6) 2012: (B)(6) md. Consultation. Indication: medical management. Does not currently have insurance or primary care physician; has chronic conditions of uncontrolled diabetes mellitus type 2, hypertension, hyperlipidemia, morbid obesity. Presented to emergency department with approximately 1-month complaint of intermittent abdominal pain in right lower quadrant area; getting progressively worse. Fever the other night of 100.7. Hospitalized (B)(6) 2012 for urinary tract infection, uncontrolled diabetes with hemoglobin a1c of 15. Had these symptoms at this time, however, was _____ [sic] evaluated. Discharged on ciprofloxacin; currently completing this course. States sugars had been out of control. Scheduled to see adult medicine clinic on (B)(6) 2012; however, symptoms getting progressively worse, which prompted her to come to emergency department. In emergency department she was febrile as high as 38.2 and tachycardic. Complete blood count showed mild leukocytosis; white blood cell counts actually lower than last admission which is 14.2. Had CT scan of pelvis; showed multiloculated collection of gas and fluid surrounding the mesh, and 3 fluid collections. Referred to surgical team for admission. Review of systems significant for fever, chills, generalized weakness, nausea, abdominal pain intermittent but getting worse. Abdomen: morbidly obese, soft, multiple surgical scars. Fullness and tenderness right lower quadrant. Along incisional scars very tender to palpation; no rebound, rigidity or guarding. Glucose 402, white blood cells 11.5. No cultures done. Impression: multiple abdominal abscesses; will likely need surgical intervention. Uncontrolled diabetes mellitus type 2. Elevated liver functions tests likely due to fatty liver/uncontrolled diabetes. Hypertension. Morbid obesity; encourage weight loss. Anemia. Recent urinary tract infection. (B)(6) 2012: christiana care health services. Alfred e. Bacon, iii, md. Consultation. Indication: abdominal wall abscess and collection. History of present illness: chronically ill. Appendectomy, subsequent abdominal wound issues related to hernia; underwent repair in 1997 and 1998 with closure as well; in 2005 underwent further abdominal wound repair, had mesh done in 1998 and gore-tex patch put on top of mesh in 2005. Presents with abdominal pain prominent over last 2-3 weeks. No erythema or swelling, but ¿hot and warm¿, very firm, uncomfortable swollen area in lower abdomen suprapubic region near prior surgical repair. Hospitalized a week ago with pain; discharged clinically stable, comes in now quite ill. Cat scan shows extensive area of phlegmon, abscess fluid collection, mesh involvement and probable infected mesh and a gore-tex patch. Social: quit smoking (B)(6) 2011. Gastrointestinal: multiple abdominal scars throughout abdominal cavity and wall. No erythema, but has peau d¿orange appearance of suprapubic region with marked tenderness, firmness, probable fluid collection beneath it. Tenderness very prominent across the whole midline right below umbilicus. Glucose 402. Impression: infected abdominal wall which is quite prominent, air in the tissues, large fluid collection. Involved both her mesh and gore-tex patch. Suspect a large phlegmon and abscess is present. Also, very likely it is polymicrobial because she is diabetic. Diabetes mellitus with active infection; glucose is high, is dehydrated, relatively ill. Depression; affect extremely flat, seems out of touch with ongoing medical issues. Penicillin and cephalosporin allergies quite prominent. Plan: blood cultures times 2. Needs operative intervention; anticipate will occur today. Vancomycin, flagyl and aztreonam antimicrobial coverage; initiate as soon as possible. Blood sugar control/glucose management. (B)(6) 2012: (B)(6) md. Consultation. Indication: diabetes, uncontrolled. Hemoglobin a1c 15.5. Recently lost job and insurance; cannot afford her medication. Very poorly controlled diabetes dating back several years with hemoglobin a1c¿s ranging from about 9 to as high as 15. Recent admission (B)(6) 2012 with urinary tract infection and increased glucose. Sent home on nph, metformin and humalog; not given prescription for syringes and had difficulty obtaining them. On admission blood sugar in 400s. Admitted for infected mesh due to prior ventral hernia repair. Had diabetes for approximately 10 years. Impression: type 2 diabetes mellitus; uncontrolled historically and more recently due to financial issues. Obviously better diabetes control will help get this infected treated quicker. Explant #1 and #2 procedure: explant of abdominal wall mesh x2, drainage of an abdominal wall abscess and open abdomen with vac placement. Explant #1 and #2 date: (B)(6) 2012 (hospitalization (B)(6) 2012 [discharge date as per patient]) (B)(6) 2012: (B)(6) md. Operative report. Preoperative diagnosis: abdominal wall abscess with infected mesh. Postoperative diagnosis: abdominal wall abscess with infected mesh. Attending: dr. (B)(6). Anesthesia: she underwent general endotracheal anesthesia. Estimated blood loss: was 20 ml. Intravenous fluids: were 2800. Urine output: was 250 over the course of an hour and approximately 15 minutes. Intraoperative findings: abdominal wall abscess with a positive purulent drainage and some necrotic tissue as well as a partially-incorporated dual mesh. The mesh was sent to pathology. There were no cultures sent intra-operatively, as the patient had a preoperative aspiration. There were no complications. There was no prosthetic material. Again, kerlix x2 was placed in the wound. An ng tube was also placed in the wound connected to suction and covered with an ioban dressing. Disposition: she was transferred to the surgical ICU. History and physical: the patient is a 54-year-old female with a history of multiple ventral hernias, status post ventral hernia repair with mesh, last in 2005. The patient presented with several days of abdominal pain and distention, which was increasing over the last week. Given her increase in white count, fevers and abdominal pain, she underwent a CT scan, which demonstrated a large ventral wall collection surrounding her previous mesh. Given these findings, a decision was made to take the patient to the operating room for the above procedure. The procedure was explained to the patient and risks and benefits were explained including bleeding, infection, injury to bowel, recurrent hernia, need for an open abdomen, postoperative intubation and also possible take-backs to the operating room. The patient states she understood these complications and wanted to proceed with the procedure. Procedure note: ¿following preoperative identification of the patient in the holding area, she was brought to the operating room, where she was laid on the table in a supine position. Pcbs were applied to bilaterally lower extremities. She was then intubated with general endotracheal anesthesia. Her foley was placed. At this time, the patient was prepped and draped in sterile fashion. Prior to the beginning of this procedure, a time-out was carried out. We then identified the previous site of her umbilicus and her pubic symphysis. We then made an incision in her midline abdomen below her previous site of her umbilicus. Cautery was used to dissect through the subcutaneous tissue. Once we had dissected through her posterior fascia, we encountered the mesh. At this time in probing around the wound, a large pocket of purulent material was discovered and drained thick, yellowish-green, foul-smelling material. We then probed this wound and broke up several loculations, at which time there was, again, a rush of purulent material. We then dissected around the mesh, identified the prolene sutures, removing them. Our attention was turned to the opposite side. Again, there was a large pocket of purulent material, which were all connected and the wound was suctioned out with a large amount of purulent material and necrotic tissue. We then dissected the gore-tex mesh away from the abdominal wall, as this was not incorporated to the abdominal wall and it was removed with relative ease. The second mesh, however, was partially incorporated and required a bit more work. We first identified the lateral edge of the mesh, which was deep into his flank. These sutures were removed. The mesh was cut. We also identified the mesh on the opposite side, again, following the same procedure, taking care not to injure the bowel or any omentum that was in the area. Once all the sutures were removed and the attachment tissues were removed from the mesh, the mesh was explanted in full and sent to pathology. We then irrigated the wound with copious amounts of irrigation. We again inspected our wound, removing any prolene sutures that were left following our removal of the mesh. At this time we also debrided a large amount of necrotic tissue at the base of both wounds, right and left, and again irrigated. Following irrigation, the bowel was covered with the overlying tissue that remained. After the explant of our mesh, a kerlix was then packed into the wound on each side. They were tied together and an ng tube was placed on top of the kerlix and then more kerlix on top of the ng tube. Following this we then cleaned and dried the area well and applied ioban over the wound. We then connected the wound to suction, which helped suction well. That concluded our procedure. The patient was transferred to the surgical ICU in stable condition. There were no complications noted in this case. Dr. (B)(6) were scrubbed at all times of this case.¿ relevant medical information: (B)(6) 2012: (B)(6) md. Pathology report. Case no: (B)(4). Diagnosis: a. Gore-tex dual mesh, removal: prosthetic material. B. Plain mesh, removal: prosthetic material. Microscopic description: gross only. Specimen: a. Gore-tex dual mesh. B. Plain mesh. Clinical information: abdominal wall abscess. Gross description: specimen a is received unfixed labeled ¿goretex dual mesh¿ and consists of a prosthetic tan to green pieced of fabric-like material measuring 16 by 10 by 0.2 cm. There is some adherent white exudate measuring 6 x 2 point 5 by 0.1 cm. There are sutures at the edge of the material. Gross only. Specimen b is received unfixed labeled ¿plain mesh¿ and consists of a piece of white rubbery prosthetic material measuring 14.5 x 3.5 x 0.15 centimeters. Gross only. (B)(6) 2012: (B)(6) md. Operative report. Preoperative diagnosis: open abdominal wound. Postoperative diagnosis: open abdominal wound. Procedure: washout, debridement and primary closure of open abdominal wound. Attending: dr. (B)(6). Fellow: dr. (B)(6). Resident: (B)(6), md. Anesthesia: general endotracheal anesthesia. Intravenous fluids: 400 of crystalloids intraoperatively. Output: 300 of urine output. Estimated blood loss: 25. Specimens: none. Drains: a #19 blake drain. Complications: none. The patient was transferred to the sicu postoperatively. Indications for procedure: the patient is a 54-year-old female with a history of diabetes, poorly controlled, hyperlipidemia, hypertension and morbid obesity who had multiple ventral hernia repairs in the past with last in 2007 in which a gore-tex mesh was used in a complex abdominal closure. The patient presented with fevers and abdominal pain. CT scan demonstrated a large collection around her mesh which was removed 2 days prior, and she was left with an open abdomen and a homemade vac. The decision was made prior to today that we were going to take her back and wash her out and look around and see if it was feasible to close her. This was explained to the patient. At the 1st operation, she agreed to this. Consent was obtained from the patient¿s family. The risks and benefits of this procedure including bleeding, infection, injury to the bowel, risk of enterocutaneous fistula, dehiscence, recurrence of her ventral hernia. The family stated they understood this and were willing to proceed with the operation. Description of procedure: ¿the patient was brought to the operating room directly from the sicu where she was already intubated. She was laid on the table in supine position. Scds were applied as well as a bear hugger. Following this, a timeout was carried out, and the patient was prepped and draped in sterile fashion. At this time, her wound was explored. There was some fibrinous exudate at the base of the wound on the right lateral side of the wound and some dead tissue at the edge of the wound. These were both debrided back to healthy tissue. We then explored the rest of her wound to look for any loculations, collections, purulence that would prohibit us from closing this wound. No further infectious material was found in the wound. At this time, the pulsed jet irrigator was used to pulse-jet the wound. Following this, 1-0 pds was used to reapproximate the muscle and what fascia was left over her bowel. This was done using interrupted figure-of-eight sutures. Once these sutures were placed, they were tied, and the wound was checked for tension. We also ensured with anesthesia that her peak inspiratory pressures had not risen after our closure. At this time, a #19 blake was placed in the right flank and inserted in the underlying wound all the way to the edge of the right flank and also extending over to the left side of the wound. We then closed our skin layer using 2-0 nylon horizontal mattress sutures. Following this, the patient was cleaned. Petrolatum gauze was used to cover the wound; it was covered by 4 x 4 and tape. The drain was also covered in our closure at this time. That concluded the procedure. The patient was brought back to the sicu in fair condition. There were no complications during this case. Dr. (B)(6) was scrubbed and present at all times through this case.¿

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft-tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based on manufacture date of device, product tracking unavailable. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4)- product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair whereby on (B)(6) 1997 a gore-tex® soft tissue patch was implanted, and on (B)(6) 2005 a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: adhesions, infection, abscess, wound vac, removal of infected mesh (x2). Additional event specific information was not provided.